Event description:
Per the clinic, the patient developed an abscess at the implant site. The device was subsequently explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of this date. Additional information has been requested but has not been made available as of the date of this report.